Event description:
Around 10:00 am, rptr began snorkeling off the beach in front of hotel. Rptr checked blood sugar before going into the water and ate extra carbohydrates to ensure that they would avoid any low blood sugar during the time they were in the water. Rptr also carried a packet of raisins to the beach just to be cautious. Rptr put insulin pump in a neoprene case and attached it to a sports belt, both of which they had recently acquired from disetronic. Rptr had never taken the pump into the water and had called disetronic before going to order accessories that would make carrying the pump while snorkeling convenient. The sales rep told rptr that it would be fine to carry the pump without a case in swimsuit, but that the belt and case might be more convenient. Before entering the water, rptr placed the red tappet into the pump adaptor. Rptr was in the water for approx 45 mins. About five mins after exiting the water, rptr headed up toward the hotel. Blood sugar felt a little low so rptr ate the raisins. Rptr rinsed off under a shower by the beach and made way up to the room, but felt very odd. The showering and the walk up had required great concentration and was all a bit of a blur. Began to feel extremely hungry and quickly ate a tangerine, about ten animal crackers and a few pieces of candied ginger (all of which happened to be sitting around in the hotel room). Rptr was trying to concentrate on the tasks at hand but was having a difficult time. Rptr needed to take a shower and get dressed so began to disconnect from the pump. Rptr decided to take it out of its case to rinse off the salt water. At that point rptr noticed that the plunger in the syringe was pressed completely down. The piston rod was still attached to the plunger. In other words, the cartridge was empty. Rptr disconnected and tried to examine the pump to see if it could have really released all the insulin. Rptr disconnected and tried to examine the pump to see if it could have really released all the insulin. Rptr pushed the "s" button to turn the machine on, but it was dead. Rptr was alone (partner was still down at the beach) and frightened. Rptr realized that if the pump had released all the insulin, they would have received at least 200 units, which is 8-days of insulin for them. Rptr had filled the cartridge two days earlier with about 250 units, and had probably only used about 30-40 units since that time. Rptr began eating everything they could find. Rptr ate more cookies and a packet of "gu". Rptr then started to head down to the beach to find partner, but realized they wouldn't make it. Called the front desk, explained that they thought they had just received a massive overdose of insulin, and continued to eat. They sent a man from security up who eventually brought orange juice concentrate for rptr to drink. Also consumed an entire package of glucose tablets. At that point, rptr checked sugar and it was 64. The paramedics arrived, gave rptr IV glucose, and took them by ambulance to the nearest hosp. While in the ER, rptr was given at least 150 grams of glucose by IV, as well as high carbohydrate foods. Glucose levels fluctuated a lot during the ensuing hrs. It was difficult to keep blood sugar within or above normal range for longer than 30 mins. Indeed, rptr was about to be released (more than four hrs after the overdose) when blood sugar level dropped to 20. After it was apparent that the insulin was not fully clearing from system, the dr ordered hot packs to be placed on the injection site to move it all through while rptr was still in the hosp. Rptr then had to check blood sugar every thirty mins, as well as when they were feeling hypoglycemic. In the end, rptr was in the hosp for about 13 hrs before blood sugar stabilized. Rptr was released to a nearby hotel with instructions to check glucose levels every three hrs and to try to keep them above normal for the night. Rptr called disetronic from the hosp because they needed to get backup pump up and running and were hoping to receive another back-up pump before leaving. It took a tech some time to return call, but tech was quite responsive. Tech warned rptr (with the caveat that tech could not give medical advice) that it was unlikely that rptr's body would be able to clear that much insulin in the four hrs it generally takes to clear humalog and said tech would be surprised if rptr were released from the hosp that afternoon as anticipated. (Rptr had a flight to catch around 8:00 that evening and, before blood sugar dropped t0 20, it was anticipated that rptr would be able to make it.) It turned out that tech was right. Indeed, it took several conversations with tech to get the backup pump going because rptr had a couple of hypoglycemic episodes while talking with tech. The tech had rptr inspect the pump to see if water might have seeped in. Rptr found a crack between the "h" and "m" buttons on the machine. By that time, you could see condensation in the display. The tech suggested rptr call dr at MFR the next day to talk about getting a backup pump and some reimbursement for expenses. When rptr talked with dr, rptr asked if anyone else had ever experienced this problem. He said the co was looking into it. Dr agreed with rptr's sense that, even with a crack, water should cause the pump to shut down rather than go into "go" mode. Dr arranged to have someone meet rptr with a loaner h-tron v 100 (the newest pump in use in another country) at the airport. He also sent rptr an h-tron plus at the end of the week to bring home. (Rptr exchanged it for the v100 loaner.) Dr said that disetronic would cover expenses for an extra night as well as modest costs of changing tickets. Rptr would not agree to cover medical expenses or any open amount for rptr to try to fly back to the united states. Asked rptr to return the broken pump as soon as possible upon return to the united states. When rptr returned they had an email from dr asking for the pump. Continued in b6.